Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech (technician) verified that the touchscreen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touchscreen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing, they are factors that verify a functional and good working touch screen, this investigation has resulted in a no fault found."

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that a misalignment in the touch position was confirmed. The se reported that the issue was not resolved by calibrating the touchscreen. The se noted that the touchscreen was replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was responding poorly while changing the settings while the device was being used on a patient. The poor touchscreen response was intermittent. The device was in clinical use when the issue occurred; however, no patient or user harm was reported.